Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulties were encountered on the passive fixed right ventricular (rv) lead. It was also reported that during the procedure the patient showed signs of heart failure. The rv lead was attempted / not used and replaced with an active fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.